Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during shift check, that the autopulse platform (sn: (B)(4) was displaying "system error, out of service, revert to manual CPR". No patient involvement was reported.

Manufacturer narrative:
The autopulse platform (s/n: 22077) was evaluated at zoll (B)(6). The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. Resetting the platform cleared the system error. During visual inspection, bent battery lock, damaged patient restraint loops and short and long black covers were noted unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in 2008; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The archive data review indicated latch error 139 (unable to hold compression position). The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed when the platform was powered on. Further testing was performed and additional issues with the platform were noted unrelated to the reported complaint. The lcd display was missing pixels, one of the load cell module was found defective and the platform displayed an error message user advisory (ua) 17 (max motor on time exceeded during active operation) when the platform motor was tested due to defective motor. The customer has decline the repair; therefore, the platform was scrapped at zoll (B)(6). Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse sn (B)(4).